Event description:
On (B)(6) 2019, neotract was made aware of a patient with a history of bladder diverticulum who received a successful prostatic urethral lift (pul) on (B)(6) 2019, and was discharged with a catheter for one week. It was reported that on (B)(6) 2019, the patient experienced dysuria and was catheterized for sixteen (16) days and prescribed antibiotics for possible uti. It was further reported that the patient has experienced at least six (6) utis since the procedure. In (B)(6) 2019 he was admitted to the hospital for four (4) days and given IV antibiotics, however, patient tested negative for sepsis. It was reported that another physician stated that the urolift implants may be the source of the recurrent utis and the patient is seeking a physician to remove the implants.